Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that due to unclear markings on the device, the patient placed the valve upside down, which resulted in a visit at the hospital. At that time the patient had over one liter of urine in his bladder.